Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The clamp is broken (will not ratchet) and does not clamp.

Manufacturer narrative:
Functional examination of the submitted device was conducted and found to functioned as design intended. The investigation could not verify or identify any product contribution to the reported event. No evidence was found of product failure and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.